Event description:
This ra lead was implanted on (B)(6) 2009, and remains implanted at this time. A call was placed to technical services on 10/31/2016, stating that ra lead exhibited a zigzagging p wave and intrinsic amplitude. The physician was dr. (B)(6), at (B)(6) hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).